Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that a person with diabetes (pwd) received three blocked alarms. The pwd was able to resolve line blocked alarms after inspecting and straightening out tubing and relieving pressure on tubing. There was no patient injury.